Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that one to two days post implant procedure, patient had a headache symptoms and swollen skin area at the puncture site. Patient did not experience any fevers. Blood investigations and ultrasounds were taken, and negative results were observed. Blood patch was not performed. Patient has effective stimulation. The puncture area has significantly reduced, and patient was stable. Physician opted to monitor the patient for now. No further information is available at this time.